Manufacturer narrative:
Investigation summary: received one (1) used d1000 tego connector for inspection. No defects or anomalies noted. The tego was leak tested and no leaks were found. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a tego¿ connector where the customer reported during the removal of the venous line, diluted blood leaked from the tego onto the nurse's hospital gown. The inside part of the tego came out while flushing the lines. This compromised the tego's seal and allowed air to enter the lines. The lines were immediately clamped, and the tego was replaced with no further issues encountered. The disinfectant used was chlorhexidine, the products used in the circuit: heparin, iron, epo and the bloodline model is b.braun. The status of the product at the time of the event is while flushing the lines during hdf post dialysis. The product is available for evaluation. The patient was not impacted by the incident, no medical intervention was required, there was no serious injury/death, there was no blood loss ( >0ml), there was no delay in therapy, and there were no adverse operator consequences.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.